Event description:
It was reported during a procedure to implant a permanent scs system a csf leak occurred. The physician repaired the dural tear and the procedure was abandoned. As a precaution, the pt was admitted to the hospital and kept on his back. The pt was asymptomatic. F/u info indicated the pt was discharged from the hospital and remained asymptomatic.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.